Manufacturer narrative:
Although the reported event of the proximal (sheath) radio-opaque marker band displacement could not be confirmed since the device was not returned for analysis, subsequent to the final report, additional evaluation concluded the reported event describes a potential product quality issue of which abbott is performing further investigation per internal procedures. On march 30th, 2022 abbott vascular decided to initiate a voluntary field action for specific lots of dragonfly opstartm imaging catheters. Abbott vascular submitted medwatch # 2024168-2022-03432 on april 5, 2022 with notification of the voluntary recall in h7, (remedial action initiated). This action is being taken due to the proximal marker on devices from these lots may separate from the device. A dislodged marker may require additional intervention, including unplanned additional coronary intervention, or surgery. While no long-term adverse patient effects have been associated with this issue, marker embolization has occurred. Potential risks include cardiovascular injury and myocardial ischemia.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the procedure, the proximal radiopaque marker appeared significantly closer to the lens marker on the angiogram. The catheter was removed from the patient and the proximal radiopaque marker came off the catheter when the physician touched it. X-ray was used to confirm that nothing else was left in the patient. Another device was used to complete the procedure with no adverse consequences to the patient.